Manufacturer narrative:
Initial reporter- na; product complaint was never reported ahead of time. Product just arrived at the edwards decontamination lab. Device evaluation: colored water was introduced into the balloon and the distal balloon bond has delaminated. Visually there is a fluid path. The balloon bonds are visually inspected 100% under 4x magnification prior to packaging and this defect was not present during that time. The entire device was visually inspected and there are no other defects detected. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A device history record review was completed for lot 818581and this device met all specifications upon distribution. A product risk assessment is open and is applicable to this event. A corrective action was created to determine root cause of the distal balloon bond delamination trend as is applicable to this event.

Event description:
Endoplege catheter product received in decontamination lab at edwards (B)(4) from (B)(6) in (B)(6) with note on packaging: "balloon rupture." Complaint system does not show any complaints on ep from (B)(6) with lot 818581. Occurence date is unknown. No additional information was provided despite follow up attempts.